Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6), with blood glucose of 593 mg/dl. The customer's current blood glucose was 480 mg/dl. Customer other relevant blood glucose level was 200 mg/dl, 300 mg/dl and 500 mg/dl. The customer experienced symptoms such as sweating, nervous and blurred vision as a result of high blood glucose. Customer treated with saline. Customer declined to perform a care link upload the insulin pump will not be returned for analysis.